Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was broke off. Customer blood glucose level was unknown. Customer was advised to go to the emergency room. Customer also stated that the sensor not showing in x-ray. The sensor will not be returned for analysis.